Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced nausea, vomiting, abdominal pain, difficulty in breathing and had positive results for ketone levels. Further, patient's blood glucose level increased to 600 mg/dl due to bent cannula. Therefore, on (B)(6) 2019, the patient was admitted to the intensive care unit due to high blood glucose level (600 mg/dl), where the patient received insulin drips as corrective treatment. Moreover, the site location was patient's abdomen and the infusion had been used for one day. The patient was admitted for three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.